Event description:
Caller reported there was loss of pressure and efficiency during the mechanical ventilation. Caller reported that it was confirmed leakage between the internal and external cannula. Caller confirmed extubation and recannulation of a replacement tube was required.